Event description:
Revision of right hip. Patient presented pain. Revision performed on both hips in (B)(6) 2012 (l) and (B)(6) 2012 (r). Revision of total hip replacement with removal of bhr head and acetabular cup together with stryker v40c taper adaptor and withough revision of the femoral stem. Patient seeking compensation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. The reported device was not returned for evaluation. Medical evaluation indicated that insufficient information was received for review. The reported device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and no medical information was provided. Trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
Revision of right hip. Patient presented pain. Revision performed on both hips in (B)(6) 2012 (l) and (B)(6) 2012 (r). Revision of total hip replacement with removal of bhr head and acetabular cup together with stryker v40c taper adaptor and without revision of the femoral stem. Patient seeking compensation.